Manufacturer narrative:
Additional information b5. The device was replaced. Medtronic received additional information that there was no damage noted in the instrument or the disposable. There was no visual, audible, or performance abnormalities. The bowl was not re-seated/reinstalled as it was full of liquid. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was at almost full capacity. No error warning message appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog one source pack in right hepatectomy surgery, it was reported that at the time of equipment purge the bowl was filled with water outside. The use of the device was unknown. There was no patient involvement, so no adverse effect occurred.